Manufacturer narrative:
This is an initial report that was filed under asr exemption number e2014031, which has been revoked. Report late due to transition from vmsr program. The following are the ID number of the initial asr report. Asr manufacturer report ID number: 3004464228-2019-10586. Report ID number: (B)(4). Exemption number: e2014031. Damage was identified on the needle mechanism assembly, however, the timing and cause of the damage is unknown. Significant damage was found to the interior of the pod including damage to the slide insert, reservoir, soft cannula, and ratchet gear. The customer attempted to fill the reservoir through the housing vent which created a hole on the reservoir. That hole contributed to leaking which caused the corrosion. The downloaded data returned an 0x33 alarm, indicating that a command was not received when the previous command had mctf bit set. Investigation found no defects or deficiencies that would contribute to the associated error code. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula retracted back into the pod.